Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device alarmed second time for error 1870. About a minute after patient hung up with nurse the alarm sounded again. Batteries were removed, instructed patient to close clamp near port. Drug being used is fluorouracil. Patient not affected. No patient injury. No additional information.

Manufacturer narrative:
Other, other text: no product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The most probable cause for a pump alarming with error code 1870 is the connection to the motor or photo switch; however, this cannot be confirmed as no product was returned for investigation. The service history review identified an indication that the complaint was related to a service of the device outside of the review period.